Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later noted that the device was explanted and the lead remains in use.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance has been fluctuating for one year and is intermittently high. The right ventricular (rv) defib impedance has remained stable however it increases by about 20 ohms when the svc is greater than 200 ohms. The lead is being evaluated for a possible fracture, the device is being evaluated for a lead/connector issue, and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.